Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that the paramedics where called to assist customer at home. The blood glucose reading was over 600 mg/dl when the paramedics arrived. Customer stated that his meter was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.